Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called saying that she thought her insulin pump died on her. The pump beeped multiple times and shortly after that it began vibrating and the customer said she couldn't get the main menu up. The customer also saw a black dot on the screen and the leaking of insulin past both o-rings. Her blood glucose level was 212 mg/dl. No further information was reported.